Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with concern from the caregiver about being connected to the tubing during an infusion set change; the agent verified that the patient was not connected during tubing fill and that drops were observed from the tubing, and the caregiver was guided to prime the cannula correctly and calibrate the cgm. Symptoms included low blood glucose, with a nadir of 62 mg/dl and approximately two hours below target range. Outcomes included self-treatment with oral carbohydrates, including glucose tablets, soda, and peanut butter, without need for medical intervention or hospitalization. Investigation included troubleshooting and education regarding proper infusion set change procedures, cgm calibration, and monitoring for automated insulin suspension below 70 mg/dl. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear. It was concluded that the event represented hypoglycemia of unclear cause, with no device alerts or alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.